Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that at implant attempt the right ventricular lead was not able to be successfully placed due to incompatibility with the patient's anatomy. The lead was removed and replaced. No patient complications were reported as a result of this event.